Event description:
User alleges that a lab received a "used" needle stick when using co's saf-t wing device. Clinician did not assure the needle was fully engaged into the protection. They set the unit on the bed and after the procedure was completed. They went to pick up the unit and received a needled stick. Treatment was needed.